Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue mainbody was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device evaluation was completed for the reported event of the damage to the mainbody. The device was visually inspected and the inspection verified that the light blue mainbody was broken. Functional testing was performed and it included leak testing, clear passage test and a clamp function test. This functional testing was conducted using the minicap that was received with the sample itself and there were no issues noted during the evaluation. The reported event was verified during visual inspection, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.